Manufacturer narrative:
Pump received with no esc button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to verify for low reservoir alarm due to no esc button response. Pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was not able to clear a low reservoir due to the act and esc buttons not responding. Customer's blood glucose was 150 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.